Event description:
A 24 mm diameter x 3.75 cm length aneurx aortic extension cuff was implanted into a pt for the endovascular treatment of a tear in the thoracic aorta in 2004. The pt had a tear in the thoracic aorta as well as collapsed lungs due to an industrial accident. It was reported that the guidewire that was initially used wasn't stiff enough and the physician attempted to deploy the device over the soft part of the guidewire instead of the stiff part. The delivery system kinked in the thoracic aorta and was removed from the pt. A lunderquist guidewire was advanced into the pt and another aneurx aortic extension cuff was successfully advanced and deployed to treat the aortic tear. No sequelae were reported and the pt is reported to be fine.